Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown due to low battery. During troubleshooting with tandem technical support (cts), review of pump data confirmed that the pump battery is functioning as expected, as the proper low power alerts/alarms occurred prior to the battery depletion. Additionally, the logs show that the battery depleted approximately 15% per day at average parameters. The customer reported blood glucose level was 250 mg/dl, which was addressed with a correction bolus.